Event description:
It was reported that during a procedure to treat a de novo lesion in the mid left anterior descending (lad) artery with mild tortuosity, heavy calcification and 85% stenosis, a 3.0x8 mm nc trek dilatation catheter was advanced and pre-dilatation was performed in the lad. A 3.0x28 mm rx xience v stent delivery system (sds) was advanced, resistance was felt with the patient anatomy, force was applied against resistance and the stent was deployed. At the end of the procedure the patient was found to have a dissection in the left main with hemodynamic significance that was thought to have been caused by the 3.0x28 mm rx xience v. A 3.0x23 mm rx xience v sds was advanced and implanted in the left main for treatment of the dissection without any issues noted. The patient did not experience any symptoms due to the dissection. There was no adverse patient sequelae and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint history of the reported lot did not indicate a manufacturing issue. It was reported force was applied to the sds in the attempts to cross the lesion. It should be noted the xience v everolimus eluting coronary stent system instructions for use states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. Based on the reviewed information, no product deficiency was identified.